Event description:
The customer reported an issue where insulin drops were not visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was to replace cartridge on their own. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.